Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Concomitant medical products: unknown zimmer cup catalog#: ni lot#: ni. Unknown zimmer shell, catalog#: ni lot#: ni. Unknown zimmer head, catalog#: ni lot#: ni.

Event description:
A study of patients who underwent a hip arthroplasty procedure approximately nine to ten years post-implantation revealed loosening of the stem in one hip.